Event description:
Additionally, healthcare professional reported "patient began experiencing pain in the left breast with a sudden increase in volume. On clinical examination grade iii capsular contracture and suspected chronic late seroma". The device was explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii, and seroma-late.

Manufacturer narrative:
There is no plan for reoperation.

Event description:
Healthcare professional later corrected that a capsular contracture was not present. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade unknown and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, seroma, and "lobed edges." The status of the device is unknown.